Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter tip is damaged. The following information was provided by the initial reporter: insyte autoguard catheter tip is damaged and cannot be punctured smoothly.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter tip was confirmed; however, the root cause could not be determined from the two photographs or 20g insyte autoguard IV catheter from lot #3228130 that were provided for investigation. The catheter exhibited damage that was consistent with a needle puncture near the tip of the catheter. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. No other similar complaints were reported from this lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.